Event description:
It was reported that during a cryo ablation procedure, during the thawing phase of the ablation in the right inferior pulmonary vein (ripv), bradycardia developed with a heart rate around thirty beats per minute. The case continued to the right superior pulmonary vein (rspv) and the left superior pulmonary vein (lspv). During the thawing phase, sinus arrest occurred. The physician performed cardiac massage and the patients own heart rhythm resumed immediately. The case was then continued and able to be completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed multiple applications were performed on the date of the event and did not show any issues. The balloon catheter was not returned for investigation. A known clinical issue was encountered during the procedure (arrhythmia). If information is provided in the future, a supplemental report will be issued.